Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as insertion site infection, pain, and swelling. The customer has contact with a healthcare professional who administered cefovit forte 500mg (oral antibiotic) and prescribed mupirocin (topic antibiotic) cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. Performed visual inspection on the returned sensor, no issues observed. The adhesive was not returned with the sensor. No malfunction or product deficiency was identified.

Event description:
A customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as insertion site infection, pain, and swelling. The customer has contact with a healthcare professional who administered cefovit forte 500mg (oral antibiotic) and prescribed mupirocin (topic antibiotic) cream for treatment. There was no report of death or permanent injury associated with this event.